Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp. To fix the issue, the fse replaced the fiber optic assembly, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection, before delivery, the cardiosave intra- aortic balloon pump (iabp) became out of standard of the fiber test for the lamp output. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The fiber optic module was observed per the cardiosave service manual with no visual damage. The national repair center installed the fiber optic module into the cardiosave test fixture and tested the fiber optic module to factory specifications and the cardiosave service manual. No problem was found. The fiber optic module board will be sent to the respected supplier for failure analysis per procedure number 0002-07-d008 revision aj. The fat dept received fiber optic module from the supplier. The supplier evaluation states the following: perform visual check and no abnormalities found. Board was re-tested at fct and passed testing. Results at inspection and test is good and no abnormalities was detected. Board was ndf" the fat dept will retain this part as per procedure 0002-07-d008. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.